Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. The complaint states a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.